Manufacturer narrative:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that the device had a clotting and flow issue. The device had a low flow rate, customer went on bypass and low po2 with fio2 at 100%. The patient had not previously been on heparin or another anti-coagulant therapy. Issue worsened over time. The device was replaced to complete the procedure, and po2 went to 500. There was no adverse patient effect associated with this event. Device evaluation summaryt: visual inspection shows no outward signs of clotting. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported: 359 ml/min 02 xferc; 248 ml/min co2 xferc; 117 mm/hg delta pblood. Reason for the return was not confirmed for clots or flow issues. D.4: expiration date updated. H.4: manufacturing date updated. H.6: annex b and annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that the device had a clotting and flow issue. The device had a low flow rate, customer went on bypass and low po2 with fio2 at 100%, added a 2nd oxy and po2 went to 500. The patient had not previously been on heparin or another anti-coagulant therapy. Issue worsen over time; the device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.